Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the site was questioning cardiomems pressures and that cardiomems caused or contributed to the patient's hospitalizations. The patient's diuretics and medical management were titrated to treat the elevated pressures, but the patient still required advanced therapies and was admitted for heart failure. The over treatment with diuretics resulted in neurological changes, which then required further intensive medical interventions and treatments to stabilize the patient. The patient has been discharged in stable condition from the hospital to a snf. The healthcare provider noted that the patient is in the later stages of heart failure, but their discordant and highly dynamic pulmonary artery pressures coupled with frequent heart failure hospitalizations guided the healthcare provider's decision making on diuretic adjustments which turned out to be incorrect. The site does not plan on continuing to use cardiomems for managing the patient.